Event description:
Report of air in line alarms leading to a delay in treatment. It was reported that the intensive care unit pt was status post code blue and attempts to hang "drips" were delayed due to frequent air in line and door/cassette alarms. The problem was resolved by frequent priming or a change of tubing. It was reported that there was no adverse pt outcome associated with the alarm incidents. No further info was available.